Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information was requested and the following was obtained: was the clamp arm damaged/loose? No, it was not. Did the active blade tip break off? Yes, it did. Did the tissue pad melt? No, it did not. Did any of the tissue pad detach from the clamp arm and fall off (not melted away, but a piece broke off)? No, it did not. Is the tissue pad completely missing from the clamp arm? No, it is not. Did any piece fall into the patient? No, there is not any piece fall into the patient. Was the piece retrieved? Yes, it was. Did this cause a change in the plan of care for the patient? Yes, the doctor changed to another jnj product.

Event description:
It was reported that during an unknown procedure, clamp arm was broken. Another like device was used to complete the procedure. Ten minute delay. There were no adverse consequences for the patient reported.